Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05945 and 05963).

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to loosening of the cup. During the procedure, the taper removal assembly fractured. The procedure could not be completed. Subsequently, patient underwent a revision procedure on (B)(6) 2014. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received in patient medical records revealed patient underwent a right total hip arthroplasty on (B)(6) 2007. A review of invoice history could not confirm the date of initial surgery. During the revision procedure the cup was replaced with a competitor¿s component and the head and taper adapter replaced were biomet¿s.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014, due to loosening of the cup. During the procedure, the taper removal assembly fractured. The procedure could not be completed. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the (B)(6) 2014, revision procedure; however, invoice history could not be located to confirm the initial procedure and which components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: the following sections could not be completed due to the part/lot information could be: catalog number - 110005232, lot number - 616060, manufacture date ¿ jan 31, 2013; or the part/lot information could be: catalog number - 110005232, lot number - 745600, manufacture date ¿ aug 6, 2014. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records for both lot numbers show those lots released with no recorded anomaly.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to loosening of the cup. During the procedure, the taper removal assembly fractured. The procedure could not be completed. Subsequently, patient underwent a revision procedure on (B)(6) 2014. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to loosening of the cup. During the procedure, the taper removal assembly fractured. The procedure could not be completed. Subsequently, patient underwent a revision procedure on (B)(6) 2014. The acetabular cup, modular head and taper adapter were removed and replaced. Additional information received in patient medical records revealed patient underwent a right total hip arthroplasty on (B)(6) 2007. A review of invoice history confirmed the date of initial surgery. During the revision procedure the cup was replaced with a competitor¿s component and the head and taper adapter with biomet components.